Event description:
Pt reported the bolus buttons on the infusion device are not responding all of the time. Pt reported attempting to make a connection with 3 different meters and was unable to establish a connection. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.